Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 23:56:50. During night drain cycle one, the patient's ultrafiltration reading was 2180ml, indicating the home patient (hp) drained 2180ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was an unexpected high ultrafiltration compared to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.